Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited noise. It was noted that the patient had pacemaker syndrome. The device was reprogrammed. The patient would continue to be monitored.